Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure. During the procedure, the catheter worked fine on one side of the body. When the went to the other side, the device stopped working.